Manufacturer narrative:
Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 3 kinks located 38cm, 77cm from the tip and at the occ handle. The tip showed a bend. There was peeling of the coating at the 77cm location. The comet wire was connected to the ffr link for signal verification. The signal was not present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed on 20 sep 2019. It was reported that the guidewire was difficult to cross the lesion. A percutaneous coronary intervention was being performed on an 80% stenosed, severely calcified and moderately tortuous lesion in the mid left circumflex coronary artery. The comet pressure guidewire tried to cross the lesion but could not due to calcification. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed coating peeling.